Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw), resulting in the device being in constant mode switch. Additionally, during an episode of ventricular arrhythmia, the device failed to detect and treat the arrhythmia for two minutes. The arrhythmia was successfully converted. The device and lead were reprogrammed, and remain in use. No patient complications have been reported as a result of this event.